Manufacturer narrative:
.

Event description:
An aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that approximately 50 months post stent graft implant; a recent study showed that there was a stent fracture in the main body of the graft that has resulted in a type iii endoleak. It was reported that both of the iliac limbs were relined with aneurx stent grafts. The final angiogram demonstrated that the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.